Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in the past. The physician had attempted to replace the lead but there was no veinous patency. The rv lead remains in use. No patient complications have been reported as a result of this event.